Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-nov-2015, UDI #: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 25mg/ml morphine at 11mg/day via an implantable infusion pump for an unknown indication for use. It was reported that during a regular pump replacement procedure there was a black substance noted in the catheter. The catheter was able to be aspirated prior to it being disconnected and replaced. The catheter was replaced on (B)(6) 2019. It was reported that the issue was resolved at the time of the report. Prior to the pump and catheter replacement the patient had 10 personal therapy manager (ptm) activations in 24 hours of 3.996mg programmed. After the pump and catheter replacement the patient has 10 activations in 24 hours of 2mg. The patient's status was noted as "alive-no injury." No further complications were anticipated/reported.